Event description:
It was reported that during an unknown procedure, the forceps did not respond to the commands of opening and closing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Received the following response on (B)(6) 2011: the sales rep said that the hospital did not know these answers. The only information that they have is that the stapler locked in the first firing and the device did not respond to the command, so they replace it for another one. The analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Same case as MFR#: 2134265-2010-05513. It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. The nc quantum apex mr 15mm x 2.00mm balloon burst at fifteen atmospheres on the second inflation. They pulled a nc quantum apex mr 15mm x 2.25mm balloon. This balloon burst at fifteen atmospheres on the second inflation. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.